Manufacturer narrative:
Unique device identifier (UDI) #: (B)(4). The device was returned for evaluation. Device history record (DHR) - no abnormalities related to the reported failure found for lot code 051. This unit is over seven (7) years old. Integra's recommended product life is seven (7) years based upon usage as listed in the dhf (manufactured in 2012). Failure analysis - the unit was received with the nylon washers and retaining rings worn. Pm maintenance and cleaning required at this time. Replacement of worn components. Complaint not confirmed via inspection of the unit. The reported complaint was for a a2101 base unit, not the swivel adaptor. The swivel adaptor was due for preventative maintenance and cleaning.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00535.

Event description:
This is 2 of 2 reports. A customer reported that the a1018 mayfield swivel adaptor was not locking. There was no known patient contact or surgery delay.